Event description:
It was reported that there was a slight delay with regards to pca pause feature. During testing biomed noticed a delay with breath to etco2 feature. It was then noted that if the respiratory rate is lower than the pca pause limit, it does not stop the pca infusion right away. Customer inquiring if this correct or if they are testing the devices incorrectly. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.